Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because it did not integrate with bone due to infection. Based on the report, the pt had good oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #18. A single prosthetic was attached. Septodont bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt's outcome was reported as recovered, no complications.